Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. A xtw (lot: 40105a1031) was chosen for implantation. The valve was grasped and captured. During first establishment of final arm angle, when moving arm positioner from loose neutral the clip continuously opened from fully closed to 30 degrees. Troubleshooting was performed but was unsuccessful. A replacement device xtw (lot: 40416a2043) was used to complete the procedure successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.